Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is user error, including using the device to enlarge the surgical site or making contact with another instrument. Dfu-0242-eo revision 0 - apollorf probe f. Warnings 8. Do not contact metal objects while the rf probe is activated, as this may cause damage to the rf probe. 12. Do not make contact with an arthroscope during activation of the rf probe as it may damage the rf probe and/or scope. E. Precautions 5. Do not use excessive force when inserting or removing the rf probe. Do not insert the rf probe into an obstructed passageway. Patient injury and or product damage may occur. 6. Do not use an rf probe as a lever to enlarge the surgical site or gain access.

Event description:
On 15th december 2025, it was reported by a distributor via email that for an ar-9811, apollorf mp90, aspirating ablator, 90°, multi-port, the apollo probe metal surface separated. This was detected during use in an arthroscopic rct repair procedure on (B)(6) 2025. The procedure was completed successfully as a new probe was used. All fragments were removed from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.